Manufacturer narrative:
Per the IFU - prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use.

Event description:
It was reported that a connector bolt broke during the case. The connector bolt is an instrument. The event resulted in a delay of over 30 minutes. Patient outcome: no adverse effects have been reported as a result of this event. The report indicates that the patient outcome was ok.